Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Twenty non-sustained tachycardia episodes with v-v intervals < 220 ms from (B)(6) 2016. Also, it indicated the unexpected delivery of a ventricular tachyarrhythmia therapy. One inappropriate shock delivered on (B)(6) 2016 due to non-physiologic oversensing. There was oversensing due to non-physiologic signals/sic (sensing integrity counter). Eighty five v-sensing integrity counter (sic) since last session 3 days ago. The criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(6) 2016 for v-sensing integrity counter (sic) and non-sustained tachycardia. Also, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 750 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to noise on their right ventricular (rv) lead. The lead also had unstable impedance and a possible fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.